Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced an infection. The date of the onset/diagnosis of the infection was (B)(6) 2014. The patient experienced infection signs and symptoms of redness, swelling, drainage, and incisional wound opening. The patient was given oral antibiotics. The patient was taking cymbalta, reglan, and levaquin at the time of the event. The primary location of the infection was the device pocket. The patient did not have meningitis. A culture was obtained from the device pocket and the type of organism cultured was unknown. A partial device system explant was performed; the pump was removed. The patient¿s healthcare provider (hcp) was looking for guidance on ligating the catheter. As of (B)(6) 2014, the patient outcome was indicated to be ongoing. It was indicated that perioperative antibiotics were administered. The device system was used to deliver morphine. The cause of the event was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up re port will be sent.

Event description:
The patient had a new pump implanted on the date of this reported.